Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 6 states, "correct handling of suture is extremely important. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2017-00452 / 00466).

Event description:
During a procedure, the suture needle was bent during use but this did not cause patient injury. Another suture was used to complete the procedure without delay.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Device was received for evaluation, and the device was visually inspected for reported issue 'sled bent' which was confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.